Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The customer reported the avea ventilator will require a replacement gas delivery engine (gde). At this time, no return good authorization (rga) has been issued by carefusion. The customer stated they are awaiting approval for the replacement of the gde. At this time, carefusion has not received the suspect gde for evaluation.

Event description:
The customer reported an unresolved auto cycling event on this avea ventilator. The customer reported no patient involvement is associated with this event.